Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), gastrointestinal injury ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), uterine perforation ("perforation (other) - please describe and state location of the perforation"), device dislocation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), genital haemorrhage ("abnormal, heavy bleeding") and device breakage ("the foreign body removed was actually a piece of one of the essure micro-inserts") in a 29-year-old female patient who had essure (batch no. E10464705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". The patient's past medical history included gravida ii and parity 2. Previously administered products included for birth control: mirena from 2003 to (B)(6) 2010 and oral contraceptive nos from 2003 to (B)(6) 2010. Concurrent conditions included acute cholecystitis, constipation, migraine headache, periumbilical pain, dysuria, gastritis, hives, acne, micturition frequency, depression, diarrhea, endometriosis, and adenomyosis. Concomitant products included atracurium besilate (relatrac), baclofen, fluoxetine, ketorolac, rabeprazole, ranitidine hydrochloride (ranitidin) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced headache ("migraines / headaches "). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) "). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems ") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("continued to have complaints of pain in her abdomen/ bilateral, lower abdominal pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain"), abdominal pain ("severe abdominal pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain into the upper thigh"), back pain ("severe back pain"), migraine ("migraines"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with macrogol (miralax), surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (total hysterectomy), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (endometrial ablation) and surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastrointestinal injury, device dislocation, genital haemorrhage, device breakage, dysmenorrhoea, abdominal pain, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, rash and fatigue was resolving and the uterine perforation, tooth disorder, alopecia, headache, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: 4 coils seen on the right side and 5 coils showing on the left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed a foreign body in left-mid abdomen on (B)(6) 2013, gross description, result: the uterus and cervix measures 7.4 x 4.8 x 2.7 cm. The serosa is tanpink. And shaggy especially on the anterior aspect and at the fundus. The parametrium is cauterized, shaggy and hemorrhagic. The ectocervix is tan-pink and smooth and glistening. The endocervix is unremarkable the tan slightly firm myometrium measures up to 1.4 cm in thickness. There is a metal coil spring contraceptive device at the right cornu. The left fallopian tube measures 5.5 cm in length and the right 6.0 cm ¡n length. Each has a diameter of approximately 0.5 cm. The outer surface of each tube is tan-pink to red and focally slightly hemorrhagic. There is a 0.7 cm paratubal cyst on the right side near the fimbriated end. The right fallopian tube also has a 0.7 x 0.5 x 0.5 cm adherent nodule that has a dense cut surface. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, headache, fatigue, alopecia, back pain, dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: mr received: new reporters, patient ethnicity, product indication, lot no, treatment medications, concomitant conditions, endometrial ablation ticked for the event genital haemorrhage. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), gastrointestinal injury ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)/perforation (other)"), uterine perforation ("perforation (other) - please describe and state location of the perforation"), device dislocation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), genital haemorrhage ("abnormal, heavy bleeding"), device breakage ("the foreign body removed was actually a piece of one of the essure micro-inserts") and tooth abscess ("tooth abscess") in a 29-year-old female patient who had essure (batch no. E10464705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". The patient's past medical history included gravida ii, parity 2 and root canal procedure. Previously administered products included for birth control: mirena from 2003 to (B)(6) 2010 and oral contraceptive nos from 2003 to (B)(6) 2010. Concurrent conditions included acute cholecystitis, constipation, migraine headache, periumbilical pain, dysuria, gastritis, hives, acne, micturition frequency, depression, diarrhea, endometriosis and adenomyosis. Concomitant products included atracurium besilate (relatrac), baclofen since 2012, fexofenadine (allegra) since december 2011, fluoxetine since 2011, ketorolac, linaclotide (linzess) since december 2012, rabeprazole since 2013, ranitidine hydrochloride (ranitidin) since 2013 and topiramate (topamax) since 2012. In 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain/left abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and chest pain ("left abdominal pain to upper chest."). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and tooth abscess (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced urticaria ("hives"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("continued to have complaints of pain in her abdomen/ bilateral, lower abdominal pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain into the upper thigh/cramping"), back pain ("severe back pain"), rash ("rashes"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with macrogol (miralax), duloxetine hydrochloride (cymbalta), surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (total hysterectomy), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (endometrial ablation) and surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastrointestinal injury, device dislocation, device breakage, abdominal pain, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, rash, fatigue, alopecia and urticaria was resolving, the uterine perforation, dysmenorrhoea, headache, dental caries, tooth abscess, weight decreased, chest pain, depression and tooth disorder outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, chest pain, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth abscess, tooth disorder, urticaria, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: 4 coils seen on the right side and 5 coils showing on the left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed a foreign body in left-mid abdomen on (B)(6) 2013, gross description, result: the uterus and cervix measures 7.4 x 4.8 x 2.7 cm. The serosa is tanpink and shaggy especially on the anterior aspect and at the fundus. The parametrium is cauterized, shaggy and hemorrhagic. The ectocervix is tan-pink and smooth and glistening. The endocervix is unremarkable the tan slightly firm myometrium measures up to 1 .4 cm in thickness. There is a metal coil spring contraceptive device at the right cornu. The left fallopian tube measures 5.5 cm in length and the right 6.0 cm ¡n length. Each has a diameter of approximately 0.5 cm. The outer surface of each tube is tan-pink to red and focally slightly hemorrhagic. There is a 0.7 cm paratubal cyst on the right side near the fimbriated end. The right fallopian tube also has a 0.7 x 0.5 x 0.5 cm adherent nodule that has a dense cut surface. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, headache, fatigue, alopecia, back pain, dyspareunia most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. New reporter added. Events added: tooth decay, tooth abscess, weight loss, hives, depression, chest pain. Outcome of following events has been changed : vaginal haemorrhage, menorrhagia, lower abdominal pain, alopecia , hives, migrains. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), gastrointestinal injury ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)/perforation (other)"), uterine perforation ("perforation (other) - please describe and state location of the perforation"), device dislocation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), genital haemorrhage ("abnormal, heavy bleeding"), device breakage ("the foreign body removed was actually a piece of one of the essure micro-inserts") and tooth abscess ("tooth abscess") in a 29-year-old female patient who had essure (batch no. E10464705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included gravida ii, parity 2 and root canal procedure. Previously administered products included for birth control: mirena from 2003 to (B)(6) 2010 and oral contraceptive nos from 2003 to (B)(6) 2010. Concurrent conditions included acute cholecystitis, constipation, migraine headache, periumbilical pain, dysuria, gastritis, hives, acne, micturition frequency, depression, diarrhea, endometriosis and adenomyosis. Concomitant products included atracurium besilate (relatrac), baclofen since 2012, fexofenadine (allegra) since december 2011, fluoxetine since 2011, ketorolac, linaclotide (linzess) since december 2012, rabeprazole since 2013, ranitidine hydrochloride (ranitidin) since 2013 and topiramate (topamax) since 2012. In 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain/left abdominal pain / stabbing pain in my left side"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and chest pain ("left abdominal pain to upper chest."). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and tooth abscess (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced urticaria ("hives"). On (B)(6)2013, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("continued to have complaints of pain in her abdomen/ bilateral, lower abdominal pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain into the upper thigh/cramping"), back pain ("severe back pain"), rash ("rashes"), fatigue ("fatigue"), tooth disorder ("dental problems") and insomnia ("can't sleep"). The patient was treated with macrogol (miralax), duloxetine hydrochloride (cymbalta), surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (total hysterectomy), surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastrointestinal injury, device dislocation, device breakage, abdominal pain, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, rash, fatigue, alopecia and urticaria was resolving, the uterine perforation, dysmenorrhoea, headache, dental caries, tooth abscess, weight decreased, chest pain, depression, tooth disorder and insomnia outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, chest pain, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, rash, tooth abscess, tooth disorder, urticaria, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: 4 coils seen on the right side and 5 coils showing on the left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed a foreign body in left-mid abdomen on (B)(6) 2013, gross description, result: the uterus and cervix measures 7.4 x 4.8 x 2.7 cm. The serosa is tanpink and shaggy especially on the anterior aspect and at the fundus. The parametrium is cauterized, shaggy and hemorrhagic. The ectocervix is tan-pink and smooth and glistening. The endocervix is unremarkable the tan slightly firm myometrium measures up to 1 .4 cm in thickness. There is a metal coil spring contraceptive device at the right cornu. The left fallopian tube measures 5.5 cm in length and the right 6.0 cm ¡n length. Each has a diameter of approximately 0.5 cm. The outer surface of each tube is tan-pink to red and focally slightly hemorrhagic. There is a 0.7 cm paratubal cyst on the right side near the fimbriated end. The right fallopian tube also has a 0.7 x 0.5 x 0.5 cm adherent nodule that has a dense cut surface. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, headache, fatigue, alopecia, back pain, dyspareunia, insomnia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Event can't sleep was added. On (B)(6) 2018: fu4 and fu5 were processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), gastrointestinal injury ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), uterine perforation ("perforation (other) - please describe and state location of the perforation"), device dislocation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)") and genital haemorrhage ("abnormal, heavy bleeding") in a 29-year-old female patient who had essure (batch no. E10464705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". The patient's previously administered products included for birth control: mirena from 2003 to (B)(6) 2010 and oral contraceptive nos from 2003 to (B)(6) 2010. Concomitant products included atracurium besilate (relatrac), baclofen, fluoxetine, ketorolac, rabeprazole, ranitidine hydrochloride (ranitidin) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced headache ("migraines / headaches "). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) "). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems ") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("continued to have complaints of pain in her abdomen/ bilateral, lower abdominal pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("the foreign body removed was actually a piece of one of the essure micro-inserts"), dysmenorrhoea ("severe, abnormal menstrual pain"), abdominal pain ("severe abdominal pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain into the upper thigh"), back pain ("severe back pain"), migraine ("migraines"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole), surgery (total hysterectomy) and surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, gastrointestinal injury, device dislocation, genital haemorrhage, device breakage, dysmenorrhoea, abdominal pain, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, rash and fatigue was resolving and the uterine perforation, tooth disorder, alopecia, headache, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed a foreign body in left-mid abdomen most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events dental problems, hair loss, uterine perforation, headaches, vaginal bleeding, menorrhagia are added. Lot number added. Lab data updated. Concomitant drugs and conditions are added. Historical condition and drugs are added. Product , patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), intestinal perforation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)"), device dislocation ("perforation of the bowel wall, caused by the foreign body (actually a piece of one of the essure micro-inserts)") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced the first episode of abdominal pain ("continued to have complaints of pain in her abdomen/ bilateral, lower abdominal pain "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage ("the foreign body removed was actually a piece of one of the essure micro-inserts"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2013), surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole) and surgery (laparoscopic foreign body removal and piece of fat had to be grafted to her colon to repair the hole). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, intestinal perforation, device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, the last episode of abdominal pain, abdominal pain lower, back pain, dyspareunia, migraine, rash and fatigue was resolving. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, intestinal perforation, migraine, pelvic pain, rash, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed a foreign body in left-mid abdomen. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.